Manufacturer narrative:
(B)(4).

Event description:
It was reported that following the deployment of t-1 the t-2 anchor deployed prematurely. A backup device was available to complete the procedure without delay or patient impact.

Manufacturer narrative:
Device investigation narrative - one 72202468 fast-fix 360 curved needle delivery system device returned. The complaint attachment lists ¿t2 pre-deployment¿. The device is in fairly good condition except a slight twist of the delivery needle¿s distal tip. T1 and suture was returned freed from the needle. The condition of the t1 indicates a problem with tightening the suture. It is cinched around the anchor¿s v notched end lengthwise. This could affect subsequent steps such as deployment of t2. A functional test confirmed that the device cycled and actuated. The device cycles and actuates as intended. No mechanical problem was found. No root cause related to the manufacture of the device can be established. No further investigation is warranted. (B)(4).